Event description:
Approximately one year postoperatively, the patient had regurgitation and the valve was found to be impeded due to thrombus formation. The patient's inr was in the range of 2.0 to 2.5. Re-operation was performed and the thrombus was removed. The valve remains implanted. The patient was reported to be unstable postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).